Event description:
Field lamp exploded propelling small pieces of glass out of aperture. Pt was in compression when this occurred. Although the pt was not injured and rptr feels that this is unlikely to occur again rptr felt that it needed to be documented in case it would ever occur again.